Event description:
It was reported that during a drug eluting coronary artery stenting treatment procedure, deployment and withdrawal difficulties and a dissection occurred. The lesion was in the left anterior descending (lad) artery. The lesion was predilated "several" times with a 3.0x8mm non-bsc balloon. A 3.0x12mm unspecified type of taxus drug eluting stent (des) was implanted in the distal lad. The lesion was predilated again. A 2.75x12mm taxus liberte des was advanced proximal, but not overlapping, the previously implanted taxus. The physician attempted to deploy the device at 14 atmospheres (atms); however the stent did not appear fully deployed and the physician encountered difficulty in removing the balloon from the stent. The physician reinflated the stent delivery balloon to 18 atms with no improvement of the removal difficulties. The stent delivery balloon was then inflated to 22 atms which "inflated the stent rapidly". A distal dissection occurred which was treated with the implant of a 2.5x16 unspecified type of taxus des. There were no additional patient complications reported. The patient "stays well".

Manufacturer narrative:
Device analysis: the relevant stent was not returned with the device. Visual and microscopic examination of the returned device revealed a severe kink on the shaft polymer extrusion. The kink was measured at approximately 4.5 cm distal from the port area of the device. No other kinks or damage were noticed along the shaft of the device. Solidified contrast media was found inside the inflation lumen of the device. Microscopic examination of the tip found no issues. The balloon was visually and microscopically examined. The balloon due to deployment had been subjected to positive pressure. However, attempts to inflate the balloon were unsuccessful due to solidified contrast media inside the inflation lumen of the device. A recommended size guide wire was inserted through the guide wire lumen with no restrictions noted. The most probable root cause of the reported complaint is determined to be operational context.